Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call, pt stated they are now having to charge the implant twice a day because they got new settings; pt implant battery runs out in 9 - 10 hours but said these setting seem to be working. Pt mentioned working with 4 different manufacturer representative (rep). Pt also mentioned the "wires moved from the disc" and healthcare provider (hcp) has to "redo them." Agent reviewed implant battery depletion and redirected to hcp for concerns on amount of times they are having to charge the implant. Pt mentioned they have hcp appointment next week.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial:(B)(6)); product type: 0200-lead; implant date (B)(6)2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) product type: 0200-lead; implant date (B)(6)2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.